Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2021, with the implantation of an alto abdominal stent graft system. On (B)(6) 2024, the patient underwent a reintervention to address a lost seal in a dilated right common iliac artery. The procedure involved coiling the right hypogastric artery and extending a 14 mm diameter ovation limb into the external iliac artery. The operation was successful, and the patient is expected to be discharged the following morning.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the right common iliac artery and additional endovascular procedures are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an 8 mm aneurysm enlargement of the right common iliac artery, a 5.3mm aneurysm enlargement of the abdominal aorta, and a type ii endoleak of the lumbar artery also occurred. The aneurysm enlargement and type ii endoleak were discovered during the review of the computed tomography (CT) scan. The complaint is likely user-related. The right common iliac anatomy is off-label with a maximum diameter of 27.7mm. (Should be 8-25mm). This off-label use likely contributed to the type ib endoleak. The type ii endoleak is anatomy-related. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as expected to be discharged the following morning post-reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove 11. H6: medical device problem codes: remove code 4065.